Event description:
It was reported that the cpc connector on the front of the motor drive unit was found broken. No patient involvement was reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form wil be submitted accordingly.